Event description:
Per dictated surgeon report, leaflet broke during insertion of st jude mechanical valve placement. Model # 25agf n-756 serial # (B)(6) size-25mm. Patient is a 64 y.o. Female with personal medical history significant for bicuspid aortic valve with stenosis status post-surgical aortic valve replacement with a mechanical prosthesis in (B)(6) 2025, nonobstructive coronary disease, hyperlipidemia, deafness and hypothyroidism.